Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced severe watery and irritable left eye. She has no ocular inflammation and had dry eye which we have treated but her symptoms have not improved to the point. She had constant epiphora and redness of the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).